Event description:
Event description cpi received information that the elective replacement past (erp) indicator of this implantable pulse generator (ipg) could not be cleared during pre-implant testing.